Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor noticed during flap creation a bubble like pattern near the flap hinge. The doctor had to perform photo refractive keratectomy (prk) because the gas breakthrough was reaching near the pupil. The company clinical application specialist on site advised the site to change flap thickness setting. The remaining treatments were completed with the recommended setting with no further issues reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).